Manufacturer narrative:
This report is being supplemented to provide additional information based on in-service training provided by endoscope support specialist (ess). On (B)(6) 2023, the ess returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The ess reported that the customer currently uses alt-pro, but has the mu-1 as a backup. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the users understanding differing from olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff already provided training in the correct handling. The event can be detected & prevented by following the instructions for use (IFU) (section (s))) which state: detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to the olympus endoscopy account manager by email that during reprocessing, the oer-pro reprocessor was found to have a cracked/defective connector component. A evis exera iii gastrointestinal videoscope was reprocessed using the defective oer-pro reprocessor connector and was found to have been used on a patient. An additional complaint was opened to address the customer's use of a possible contaminated gastrointestinal videoscope that involved a patient. A follow-up email was sent to the customer for additional information concerning the scope model, serial number, patient information, and procedure details. Subsequently, the customer had already found the issue and pulled the oer-pro reprocessor out of service at the time they notified olympus of the problem. The customer had requested additional information to confirm if any further action was needed. The endoscopy support specialist (ess) answered questions for the customer about the oer-pro connectors and the responsibility of the customer to visualize the fluid from the connectors striking the oere-pro lid. The customer was informed that they should follow their internal infection prevention procedure and possible exposure protocols to notify the patient as they saw necessary. The ess explained to the customer that the person starting the oer-pro cycle needs to verify that fluid is exiting the connector and striking the lid of the oer-pro, and that is how to verify the connectors are working correctly. Ess offered to provide a follow-up refresher in-service for the customer's staff on the use of scope cleaning and the oer-pro reprocessor. The scheduled date for the in-service will be june 22, 2023. The customer will contact olympus if the patient shows any signs of infection or an adverse reaction to the procedure. This complaint is related to patient identifier (B)(6) (gif-h190/evis exera iii gastrointestinal videoscope, serial number: (B)(6)).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.